Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: non q-wave mi. Device issue: no device malfunction has been reported. It was reported via trial, that the pt was experiencing symptoms of angina class IV and was hospitalized and enrolled in the trial in 2009. Predilatation was performed on the lesion, in the proximal lad, prior to stenting of the lesion with one xience v stent. No procedural complications were reported. Post procedure, the pt was complaining of chest pain between 9/10, with transient st elevation. Ck and ckmb and troponin were elevated, which was determined to be a non-qwave mi. The pain subsided after the pt was given ntg gtt and fentanyl. The pt stayed an extra night in the hospital, and was discharged 2 days later. No add'l event or pt info is available.